Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
It was reported that a hematoma occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive steerable sheath. An access site hematoma was observed and the patient was administered oral anticoagulants. The hematoma resolved with sequelae.